Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission, high, out of range, high voltage lead impedance was observed. Other electrical values for rv capture, sensing and pacing lead impedance were stable and in-range and noise was not present. Device testing and monitoring was recommended. No further intervention has been performed at this time and leads remains implanted.